Event description:
It was reported that upon interrogation, the right ventricular lead exhibited low impedance, loss of capture, and loss of sensing. The device was reprogrammed. No patient symptoms were reported. The patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).